Event description:
It was reported that the patient presented with heart failure symptoms. The device showed no output. Lead impedances initially tested high, but were normal after the ipg was changed. No patient complications have been reported as a result of this event.